Event description:
Patient's daughter contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient had experienced a hypoglycemic event. Patient's daughter found patient passed out and called the paramedics. The paramedics arrived and took patient to the hospital. Patient was released from the hospital on (B)(6) 2013. Patient had taken acetaminophen, which is a cgm contraindicated product. At the time of her call to dexcom technical support, patient's daughter reports that patient is in fine condition.